Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose 145 mg/dl. The customer experienced the symptoms related to high blood glucose as vomiting. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.